Event description:
It was reported that the pt's device was "non-functioning". The pt also needed an MRI and the device system was removed. The pt recovered sequelae.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.